Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate was broken around the fill port. This was noted before use. The device had been compounded with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17k010 was manufactured october 10, 2017 ¿ october 12, 2017. One actual intermate unit was returned for evaluation. Visual inspection on the returned unit shows no evidence of rupture or break in bladder around the fillport. The device bladder was found to be in its normal condition. A functional flow test was performed on the device and during the flow test, no evidence of rupture was found on the bladder. Based on the sample evaluation finding, the intermate unit was determined to be conforming product. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.